Event description:
Patient implanted with lcp superior anterior clavicle plate and screw construct (2.7mm locking screw and 3.5mm locking screw) for a sterno-clavicular dislocation on (B)(6) 2011. Patient returned to the operating room on (B)(6) 2011 for removal of hardware. X-ray confirmed three of the 2.7mm locking screws backed out from the plate. All hardware removed, surgeon revised patient with a sling. This is the 1st of 4 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.